Event description:
The issue involves the results to endorse (rte) inbox and message center functionality in powerchart, powerchart office and firstnet, and affects users that use the rte inbox or message center to view radiology reports that have been created in radnet. When preliminary radiology results are viewed and endorsed by the ordering provider, and a final report is subsequently generated, the final report is not displayed in the ordering provider's results to endorse folder in the inbox or message center. Treatment decisions or diagnosis could be delayed if the clinician is relying on the display of the final report in the results to endorse folder. Note: the final results are posted and are available on the patient's chart. Cerner has not received communication on any adverse patient events as a result of this issue.

Manufacturer narrative:
Cerner has distributed a priority review flash notification june 5, 2008 to all potentially impacted client sites. The software notification includes a description of the issue and an interim workflow adjustment to prevent the malfunction. A software modification is being developed to address the issue for all sites that could be potentially impacted. Cerner corporation will provide a follow-up report when the modification is available.